Event description:
It was reported that, "screw broke off during insertion. Used a 2.5 drill bit to drill. I will be sending screw in." No adverse consequences reported.

Manufacturer narrative:
Add'l info has been reported and if received, will be provided on a supplemental report.